Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that measured greater than 2000 ohms. A lead revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.